Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pretest for check for leakage, check proper function of the triggers. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the handpiece device failed a lid leak tightness test, the trigger of the device was fractured, and the housing of the device was deformed/bent. It was further determined that the device failed pretest for check for leakage, check proper function of the triggers, check of free moving, check for roundness, check falling out protection (steal ring), check response of on/off trigger, and check function of all modes. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.